Manufacturer narrative:
Title: influence of primary intimal tear location in type b aortic dissection as a factor portending retrograde type a aortic dissection after endovascular repair. Authors: adel mohammed amer al-kalei,<(>,<)> ziheng wu, , and hongkun zhang j vasc interv radiol 2018; 29:833¿840 doi: doi.org/10.1016/j.jvir.2018.02.025. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a type b aortic dissection. It was reported approximately 37 days post the index procedure the patient developed a retrograde type a aortic dissection (rtaad). The event was medically managed without surgical intervention. The cause of the event was attributed to the device. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Correction: the new tear was connected to the stent graft. If information is provided in the future, a supplemental report will be issued.